Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's parent reported via phone that the infusion set had a bent cannula. Blood glucose level at the time of incident was 415 mg/dl and was treated with manual injection. Troubleshooting resolved issue. Will send follow to find out if auto mode feature was in use at the time of incident. Product will not return for analysis.